Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is dusted. Additional malfunctions are the pilot valve alarms and the power switch has a low audible alarm.